Manufacturer narrative:
The customer cancelled the service call.

Event description:
It was reported that the 9600 system would not fluoro and there was damage to the interconnect cable. No pt injury was reported.